Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was rep is trying to connect to a 977006 today and is unable to, as her clinician tablet states "validation error", then when she clears the message, she will start usage, however then the tablet states "system error" with the code 0x59a89a8f. Rep reports she has tried two different 977006 ins batteries and two different tablets. Ts advised rep to close out of the vanta cp app and open patient data service, close out of that and then go back into the vanta app. Rep confirmed that she then saw a validation error, however she was able to successfully connect to the ins after clicking "continue". The troubleshooting steps that were taken on the call resolved the issue. Rep states this issue also occurred about a month ago (see rtg440959 ). Email sent to rep to confirm this case occurred today with this patient. Additional information was received from a manufacturer representative (rep). The rep reported that the version of the vanta application was 2.0.2465 on both tablets that were used. Rep first started experiencing this issue about a month before this event but thought it was due to their application not being updated. This event happened the next time rep used the application on a new ins implant. The cause was not determined, but tech services told me to open the patient data service app and then return to the app- which allowed rep to finally connect to the ins. This issue has not been fully resolved because it happens each time they try to connect to a vanta ins, but rep is able to connect each time after opening the pds app. This event happened prior to implant and was resolved before a patient/physician was involved.

Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.